Manufacturer narrative:
Additional information: h3, h6. H10: one actual sample was received for evaluation. A visual inspection with the naked eye noted a loose blue pull ring cap inside an opened pouch. The reported condition was verified. The loose cap is the cause of the reported problem. The cause of the loose cap could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the protective pull ring cap had disconnected from the catheter adapter of a peritoneal dialysis (pd) transfer set. The pull ring cap was discovered disconnected and inside the over pouch of the transfer set prior to patient use. There was no patient involvement. No additional information is available.